Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The wall adapter was able to charge the pump using an alternate cable. Blood glucose was 258 mg/dl.